Event description:
It was reported a motor stall occurred. A confirmed motor stall was noted in event logs with no motor stall recovery recorded. The motor stall was caused by pt having magnetic resonance imaging (MRI) or other medical procedure. Hcp was to interrogate pump. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).